Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced elevated blood glucose levels due to pump's basal rate setting needing to be adjusted. Reportedly, the customer corrected the setting and resumed insulin therapy.